Event description:
This case was reported by a lawyer and described the occurrence of (B)(6) in a male patient who used super poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unknown date, the patient used super poligrip denture adhesive cream at unknown dosing. At an unknown time after using super poligrip denture adhesive cream, the patient experienced (B)(6), copper level low, elevated (B)(4) level, and nerve injury. This case was assessed as medically serious by (B)(4). At the time of reporting, the outcome of the events was unknown. According to this legal complaint and memorandum of understanding, all (B)(6) patients identified met the following criteria: used super poligrip denture adhesive cream products after (B)(4) was added in 1996, had an onset of neurological symptoms after super poligrip use, documented blood copper levels below the normal range and documented blood (B)(4) level(s) above the normal range concurrent with symptoms of super poligrip patient's injuries, and evidence of myelopathy and/or myeloneuropathy.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).